Manufacturer narrative:
Unknown / no information available from user facility. The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined. A review of the device history record could not be conducted because no lot number was provided. A DHR review was conducted on lots 8908548, 8926364, and 8966847, the last three lots shipped to the customer before the procedure date. The review revealed no anomalies that could be associated with this incident. The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during a percutaneous nephrolithotomy procedure, flakes of metal sheared off the probe, leaving large metal fragments in the patient's kidney. Significant time was spent suctioning out these pieces.